Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the objective gluing missing, the remote control buttons cut, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).